Event description:
It was reported that the burr was stuck with the wire. The 85%, 38mmx3.50mm stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink burr and rotawire were selected for use. During the procedure, it was noted that the burr was stuck and entwined with the guidewire. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that the burr was stuck with the wire. The 85%, 38mmx3.50mm stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink burr and rotawire were selected for use. During the procedure, it was noted that the burr was stuck and entwined with the guidewire. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device did not identify any damages or defects. The rotawire used in the procedure was not returned for analysis. So, functional testing consisted of using a test rotawire. The wire was inserted through the annulus and was able to be fully advanced and removed from the device with no resistance or issues.